Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient condition was stable.

Event description:
New information received notes that post-paced t-wave oversensing re-occurred. Under sensing was noted as well. Programming changes were performed. The patient condition was stable.